Manufacturer narrative:
This report is for unk - vertebral body replacement - expandable: synex. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: zeman j. (2007) vertebral body replacement with a synex implant. Rozhledy v chirurgii, volume 86(5), pages 263-267. Czech republic the aim of this study was to assess options for vertebral body replacements with the synex telescopic expansion cage. From may 2001 to november 2005, 18 patients 10 men and 8 women with an average age of 49 years underwent replacement of the vertebral body with synex expansion implant. About 20 telescopic synex cages were implanted in 18 patients. The procedure consisted of posterior transpedicular stabilization or anterior stabilization using ventrofix. A total of 14 patients presented with acute fractures - burst or pincer fracture of the vertebral body, 4 patients indicated posttraumatic kyphosis, 1 patient presented with mammary tumor metastasis and 1 patient presented metastasis of prostate carcinoma. The most frequently affected and subsequently operated on vertebra was vertebra l1 in 4 patients, th12 in 4 patients and th6 in 3 patients. The intersomatic fusion was evident. Synex implant did not show any signs of dislocation, did not become loose, nor it changed its position in any of the cases.the minimal interval between the procedure and a follow- up was 12 months. The following complications were noted: 1 unknown patient - in this patient, the vertebral body metastasis experienced generalization of the disease. 1 unknown patient - in this patient, post-surgical root injury of l4 on the left was noted. 1 unknown patient - in this patient, the cauda syndrome was evident, but it was already present during the injury. 1 unknown patient - in this patient, there was pain reported in the area of scar tissue after thoracotomy, most likely due to irritation of the intercostal nerve. That happened 6 months after surgery. 2 unknown patients ¿ these 2 patients experienced serious morning secretion lasting for one week. 1 unknown patient with ventrofix - in this patient, loss of correction of 10 degrees of kyphosis was reported. 1 unknown patient with ventrofix ¿ in this patient, loss of correction of up to 5 degrees of kyphosis was reported. Unknown patients with dorsal transpedicular stabilization - in these patients, loss of correction of up to 2 degrees of kyphosis was reported. Unknown patients - long-term analgesics administration was necessary. 1 unknown patient - this patient fell from the stairs 8 months after the surgery and subsequently broke the transpedicular screws under the implanted synex. In that case, the posterior transpedicular stabilization was removed and the broken screws were left in site. This report is for an unknown of synex expansion implant. This report is for patient, who fell from the stairs 8 months after the surgery and subsequently broke the transpedicular screws under the implanted synex. A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4).